Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On the same day as the hospitalization, the patient was treated with voncon (1.5 grams, intraperitoneally (ip), every five days), and briklin (250 milligrams, ip, every five days) for the event. The patient was discharged two days after the onset and had recovered from the event. The patient received another dose of voncon five days after the onset and another dose of briklin six days after the onset. Treatment with briklin was to be continued. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient was treated with ciproxin (dose and route not reported) and voncon for peritonitis (alternatively every 5 days). At the time of this report the patient was recovered from the peritonitis event, however, treatment with voncon and ciproxin were ongoing. Should additional relevant information become available, a supplemental report will be submitted.